Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl. Customer  current blood glucose was 165 mg/dl. It was unknown whether the customer was using auto mode feature at the time of event. Customer stated  that the insulin pump had an insulin flow block alarm. Customer stated that the event was resolved by changing the infusion set and cannula was  bent. No further complications were reported.